Event description:
It is reported that the customer experienced a button error and fluid under their insulin pump screen. During the event, the customer's blood glucose level was 7 mmol/l.the customer states that there was nothing significant that led up to the events. During the troubleshooting, the customer reports that the type of moisture exposure to the insulin pump is regular water and air moisture. Customer reports that they had no idea how the moisture exposure occurred but that they kept the insulin pump in their pocket. Customer stated that the insulin pump was not dropped but there are cracks on the battery cap. The customer's most recent blood glucose level was 5.5 mmol/l. Customer was advised to disconnect from the insulin pump and that it will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)